Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of over 500 mg/dl and diabetic ketoacidosis. Reportedly, multiple occlusion alarms occurred. Bg was addressed with a bolus via the pump, a manual injections, and insulin drip. Customer was released from the hospital on (B)(6) 2018.